Manufacturer narrative:
This device was not returned to mmdg for evaluation. Mmdg was unable to confirm the complaint alleged by the initial reporter because no evaluation could be performed. This report is being filed because the event occurred while the device was in use by a pediatric patient.

Event description:
The initial reporter stated that the pump continued to run after the bag was empty and that air reached the patient. Mmdg was not able to obtain any additional information during follow up. (B)(4).